Manufacturer narrative:
During the site visit, the field service representative (fsr) replaced of the arc, probe (part 08c94-47) and the wash zone probe (part 08c94-36), which resolved the issue. Return testing was not completed as returns were not available. A 12-month review did not identify any trends for the arc, probe or the wash zone probe regarding the current complaint issue. A 12-month review of the architect i2000sr platform revealed no systemic issues or trends associated with the discrepant result described in this complaint. The architect system operations manual addresses operational precautions and limitations and troubleshooting of the fluidics subsystem. The operations manual also addresses troubleshooting of depressed and erratic sample results. Based on the investigation no product deficiency was identified for the architect i2000sr, serial number (B)(6), the arc, probe (pn 08c94-47) or the wash zone probe (pn 08c94-36).

Manufacturer narrative:
Patient identifier-multiple = (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no further patient information provided due to privacy issues.

Event description:
The customer reported false repeat reactive architect (B)(6) results on 4 patients. The results provided were: on (B)(6) = 4.50 / 3.80s/co (>/=1.00s/co = reactive); on (B)(6) = 2.00 / 2.00 / 1.96s/co; on (B)(6) = 2.30 / 2.16 / 2.23s/co; on (B)(6) = 2.65 / 2.44 / 2.31s/co; all tested nonreactive with roche cobas. There was no reported impact to patient management. (B)(6) patient is female, date of birth (dob) (B)(6); (B)(6) patient is male dob (B)(6); (B)(6) patient is female dob (B)(6); (B)(6) patient is female dob (B)(6).